Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern of the device.

Event description:
Physician reported "rupture of the left device with intra capsular effusion discovered via MRI " and "a severe anxiety-depression syndrome because patient is having textured device." Device has been explanted.